Event description:
It was reported that eptfe surgical graft was implanted in the pt and some time afterward, a leakage of clear fluid that appeared as a "sweating" was seen on the outer surface of the graft. The pt dried during a surgery after the graft had been implanted, although the time that had passed is unclear.

Manufacturer narrative:
The lot number has been provided. The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number to date. The device is not being returned for eval. The investigation is currently underway. The investigation is currently underway. This event is the same as MDR # 2020394-2013-00092.